Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50x12mm synergy ii drug-eluting stent was advanced but insertion difficulties were encountered. Device would not feed thru the guide catheter so device was unable to cross the lesion. When the device was removed, it was noticed that the stent strut was bent. The procedure was completed with another synergy stent. No patient complications were reported and the patient's status was fine.